Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. As the physician was pulling the first leg assembly through tissue with the capio device, the suture, with the needle at the end, detached. Reportedly, the detached suture, with the needle at the end, was captured inside the capio cage. The physician removed the uphold lite device and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).